Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air-in-line alarm occurred while the cassette was connected. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the initial customer report indicated an air alarm on the line. During testing, this was confirmed as air detector damaged. It was replaced with a new one. A performance verification test was performed. The device passed al test. Probable cause: air detector damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.